Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is 1 of 2 mdrs for the same patient (reference 3002806535-2015 -04143 & 04144).

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 allegedly due to dislocation. It was further reported that another revision has allegedly been indicated due to dislocation; however, no revision has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.